Event description:
Device received from USA for service. During servicing, it was discovered that the device has hose damage. It is unk if the device was used during surgery. It is unk if injury or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "hose damage" could be confirmed. During service, the device failure was noted in the pre-repair assessment non-conformances. If add'l info becomes available, a supplemental report will be submitted. (B)(4).